Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: product code: 228152, lot #: l484030. The complaint devices were received and evaluated. Visual inspection of the distal tips of the devices revealed the plastic sheaths were split/cracked. The needle of one of the devices was bent sideways about 30 degrees. The implants remained attached to the suture of the devices, indicating the first implant attempt was unsuccessful. The trigger on both devices was tested multiple times to ensure the pusher rod was moving without hinderance. The trigger was operating as intended as the pusher rod did not experience any issues when attempting to deploy it. Due to the condition of the device tips the root cause of this issue can be attributed to device misuse. It appears the surgeon was using the device as a lever or struck some hard bone when attempting to insert the deployment gun. Another possible root cause for the deployment failure is that the meniscus was not penetrated enough. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This emdr is being resubmitted due to an esg or cdrh emdr processing system outage. This report was originally submitted on 10-31-2017 however the system problem prevented acknowledgements from being received.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (b)(4. See associated medwatch reports: 1221934-2017-10617, 1221934-2017-10616.

Event description:
The sales rep reported via phone that the first implant on two of his true span 24 degree peeks did not fully deploy and the second implant on his 12 degree peek did not deploy during a meniscal repair. The meniscus was not damaged or cut to remove any of the implants. The case was completed using an inside out technique. There were no patient consequences but a 45 to 60 minute delay was reported. The devices are being returned.